Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose (bg) level was ¿high¿ on cgm, with trace ketones. Elevated bg was addressed with a manual injection. Tandem technical support instructed customer to charge pump completely and multiple attempts were made to follow up, however no response was received.